Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address cup loosening and infection. Upon revision, the cup was noted to have fibrous ingrowth.

Manufacturer narrative:
Patient was revised to address cup loosening and infection. Upon revision, the cup was noted to have fibrous ingrowth. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other similar reports against the provided product/lot code combinations. The patient was primarily implanted in june 2001 and revised for infection in (B)(6) 2014. It is not likely or reasonable to conclude the depuy devices contributed to the patients reported infection more than 13 years post primary implantation. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.